Manufacturer narrative:
Follow-up #1: date of submission 03/03/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings:. Battery compartment is cracked above and below the bumper pad. No damage found to returned battery cap; it is able to carefully attach to the pump. No evidence of short battery life observed in black box. Current draws measured within specification. A battery life issue was not duplicated during investigation..the daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Removed pump cover; no evidence of internal moisture or loose components identified inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had blood glucose levels of 600 mg/dl, with symptoms of dehydration. Patient required no unusual treatments. The reporter alleged the pump had a power - battery life issue starting (B)(6) 2015, and that the battery compartment had a crack. This complaint is being reported as the patient had hyperglycemia and the cracked casing issue was not resolved.